Manufacturer narrative:
(B)(4). The reported description of this complaint notes there was a patient monitor speaker malfunction. It was confirmed that there was no audio sent from the monitor's speaker. A visual "speaker malfunction" message was displayed on the monitor's screen. Risk analysis - in the presence of life-threatening events when no sound is available from the monitor, possible serious injury and/or death can occur. However, a visual message "speaker malfunction" is available of the monitor's display screen should a speaker malfunction is defected. According to the instructions for use manual (IFU) should a speaker malfunction be displayed, it is suggested that you contact your service personnel to check the speaker and the connection to the speaker. In addition, the IFU adequately warns users not to rely solely on audible alarming. The cited patient monitor was repaired by a philips field service engineer according to manufacture specifications with a replacement speaker assembly and mainboard installation. No further issues have been reported since the installation date of these part replacements. Consideration of similar complaints supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.

Event description:
The reported description of this complaint notes there was a patient monitor speaker malfunction. It was confirmed that there was no audio sent from the monitor's speaker. No patient harm was reported.